Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s husband on (B)(6) 2018. It was reported that the patient¿s implantable neurostimulator (ins) was still inside of their body but it was no longer in use because the last adjustment caused more pain. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI tech regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient hadn¿t used their implantable neurostimulator (ins) for over three years because they hadn¿t been maintaining the system. It was reviewed that the ins would need to be recovered in order to be responsive for the MRI; MRI mode was not possible with an ins that hadn¿t been maintained. There were no reports of medical or therapy issues and no patient symptoms reported. Additional information was received from the patient on (B)(6) 2018. It was reported that surgery was done to remove the loop monitor (?) And the dead/unresponsive ins issue resolved. There were no further complications reported or anticipated.